Event description:
A us distributor returned a monitor and reported monitor does not power on.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won¿t power up) has been confirmed. Upon investigation the monitor was not able to power on due to the u608 component on the pca board not producing any output. The root cause for the damaged u608 component could not be positively identified. There was no adverse event that resulted from the damaged monitor.